Manufacturer narrative:
D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in used condition, without the original packaging, decontaminated and inside in a plastic bag. Per visual inspection, no obstructions, damaged, broken, or other defects were detected in any of the joins of the product. Per functional leak testing, no leaks identified. The complaint was not duplicated or confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken since the complaint was not confirmed., corrected data: h6. Health effects codes.

Event description:
It was reported the disposable had two leaks occurred. Second pump leak came in this week. Dislodged from the pigtail and extension set. Equashield ll-2 lot 2212817a was possibly used during this infusion. No patient injury. No additional information available. Device is returning for investigation. There were no allegations against the pumps but they will be sent in for investigation. Devices are all covered in chemo.

Manufacturer narrative:
Other a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.